Event description:
It was reported that the patient presented for a scheduled procedure. A pacemaker check was performed the next day and it was discovered that the right ventricular lead tip had moved. The lead was repositioned successfully. The patient was stable before, during, post procedure.